Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of sponge detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the rx locking device and biopsy cap was used in conjunction with a sphincterotome device; however, there were issues passing the sphincterotome through the biopsy port in the scope. Consequently, the scope was sent for repair and found a sponge inside the scope. The procedure was completed using a different device and there were no patient complications reported as a result of this event.